Manufacturer narrative:
(B)(4). This customer reported that during testing only the device would not discharge and showed an error message. The device was returned to philips for eval. The reported symptom was reproduced. Replacement of the therapy pca resolved the symptom.

Event description:
This customer reported that during testing only the device would not discharge and showed an error message.